Event description:
Our rep is reporting that during an arthroscopic shoulder repair, metal shavings emanating from two separate drill guides were observed falling into the pt's joint space. All of the debris was removed and the repair was concluded successfully without further incident or harm to the pt. See also associated MDR 1221934-2008-00043.

Manufacturer narrative:
We believe that this type of event is most likely technique related. This failure mode has been studied extensively by the quality engineers and it has been concluded that when the drill guide is bent by excessive mechanical force during drilling with a drill bit, the drill bit rubs against inner surface of the bent drill guide causing some metal to shave off of the drill guide. At this time, there has been some design changes proposed to subvert and or greatly reduce this type of event. No further action is warranted at this time, however, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.